Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical concluded that the issue was likely caused, at least in part, by how the product was used. The breakage of the oxinium femoral head and the need for revision surgery appear to be linked to the type of implants chosen for the procedure. The product instructions recommend not using metal or oxinium heads in revision surgeries following a ceramic fracture, as leftover ceramic fragments can cause faster wear and shorten the life of the new implant. In such cases, a ceramic-on-ceramic or ceramic-on-polyethylene setup is advised. In the u.s., the preferred option is ceramic-on-polyethylene. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. A review of the instructions for use documents for total hip systems revealed that wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur as an adverse event. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery performed on an unspecified date, a revision surgery was performed on (B)(6) 2025 due to shearing of oxinium femoral head due to prior ceramic on ceramic fracture. The current health status of the patient is unknown.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).